Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem codes a150208 and a180305 capture the reportable issue of clip remained in the working channel of the endoscope, reprocessed, and used in a patient during a second procedure. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information: block b5 (describe event or problem).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device from a previous procedure on (B)(6), 2021 had been logged and left in the working channel of the endoscope, and was used during a procedure on (B)(6), 2021. During the second procedure, the same endoscope was used on (B)(6), 2021. A cytology brush was the only device used during this procedure. The procedure was completed successfully with an unknown device. However, after the case, a clip was discovered to had been logged in the endoscope. It was noted that they think it was a mistake or failure of their central sterile processing (csp) to properly clean the scope or find the clip in the scope. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Note: the customer provided two pictures related to the complaint where is possible to observe that the clip assembly is totally detached from the catheter and the clip wings were inside of the capsule windows, indicating an evidence of a full deployment. Additionally, the yoke was detached from the clip assembly. ***additional information received on july 09, 2021*** it was reported that the procedure was completed with another scope and another resolution 360 clip device.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Medical device problem codes (B)(4) and (B)(4) capture the reportable issue of clip remained in the working channel of the endoscope, reprocessed, and used in a patient during a second procedure. Conclusion code (B)(4) is being used in lieu of an adequate conclusion code for "device not returned". The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device from a previous procedure on (B)(6) 2021 had been logged and left in the working channel of the endoscope, and was used during a procedure on (B)(6) 2021. During the second procedure, the same endoscope was used on (B)(6) 2021. A cytology brush was the only device used during this procedure. The procedure was completed successfully with an unknown device. However, after the case, a clip was discovered to had been logged in the endoscope. It was noted that they think it was a mistake or failure of their central sterile processing (csp) to properly clean the scope or find the clip in the scope. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Note: the customer provided two pictures related to the complaint where is possible to observe that the clip assembly is totally detached from the catheter and the clip wings were inside of the capsule windows, indicating an evidence of a full deployment. Additionally, the yoke was detached from the clip assembly.